Event description:
It was reported that batteries have been found to be below power criteria despite following proper battery management. No adverse event reported.

Manufacturer narrative:
Batteries were not returned for investigation. Customer was contacted 3 times via telephone and was requested to return the product for investigation. The customer was unresponsive to all three attempts. First attempt was made on (B)(4) 2012, second attempt was made on (B)(4) 2012 and a final attempt was made on (B)(4) 2012. A supplemental report will be filed if the batteries are returned. No adverse event reported. Device #2: serial# (B)(4).